Manufacturer narrative:
A patient received 3 levels of stalif c-ti devices on (B)(6) 2021. Devices were implanted at c3/4, c5/6, and c6/7. About 2 months after implantation, centinel was made aware of a c6 vertebral collapse between 2 of the stalif c-ti cages. The patient was revised to a c6 corpectomy via explantation of the stalif c-ti cages and screws at c5/6 and c6/7. There was no indication that c3/4 was revised. The revising surgeon believed the collapsed vertebrae was due to patient anatomy; however, the devices could not be ruled out as contributory. There was no indication of a device malfunction. DHR review for the involved implants did not find any issues during manufacturing which may have caused or contributed. The rate of complaints was determined to be acceptable and within the allowable limits of the risk assessment for the devices. The risk assessment has identified the risks of vertebral collapse with the use of stalif c-ti cages and screws. No device was returned for evaluation. This submission is for 1 device out of 12 devices involved in total. It is unknown which devices were explanted from the patient or remain implanted, thus all devices involved were reported.

Event description:
A patient received 3 levels of stalif c-ti interbody cages and abo screws at c3/4, c5/6, and c6/7 on (B)(6) 2021. On an unknown date, the patient presented with a collapsed c6 vertebrae identified via lateral x-ray. On (B)(6) 2021, the patient was revised to a c6 corpectomy by removal of 2 of the 3 stalif c-ti cages.